Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from (B)(6) that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported one patient experienced patellar tendon rupture. The patient had an extension lag of 45° in the rhk knee. The patient was treated conservatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. The patellar tendon (ligament) is the soft tissue structure that anchors the patella in place distally by connecting it with the proximal tibia. A partial or complete tear of the patellar tendon limits knee straightening or extension. Tears are the result of a host of factors including chronic patient conditions such as diabetes, activity level, steroid use, and metabolic and inflammatory diseases. Tears can also be caused by acute trauma or chronic injury such as tendinitis. While complete tears often require surgical intervention, smaller or partial tears can be treated conservatively with physical therapy or immobilization to allow the tissues to heal. It was reported this patient was treated conservatively with no revision or further intervention. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00227.